Event description:
It was reported that the patient received inappropriate therapy. At an unscheduled follow-up, there was noise on egm, oversensing, unpredictable right ventricular pacing impedance, and a suspected lead fracture. The lead was explanted. No further patient complications have been reported as a result of this event.